Event description:
It was reported that 90 bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: leakage occurred when connecting the weigao joint with 10ml prefilling.

Manufacturer narrative:
Investigation summary: a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2045244. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.